Event description:
A journal article was reviewed which contained information regarding this device model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article indicated that some patients had received inappropriate shocks. Further follow up did not yield any additional relevant information regarding the event. The status of the devices is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿rapid-rate non-sustained ventricular tachycardia found on implantable cardioverter-defibrillator interrogation: relationship to outcomes in the scd-heft (sudden cardiac death in heart failure trial).¿ journal of the american college of cardiology. May 28 2013;61(21):2161-2168.